Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure of the implantable pulse generator (ipg), the right ventricular (rv) lead had damage to its coating that was visually confirmed. The lead was left in the patient and was replaced. No patient complications have been reported as a result of this event.